Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with tibial tray in question. During the surgery, when the surgeon opened the implant, opened the outer box, opened the inner box, and peeled the upper sheet, it was found that the white cushion on the top had a charred brown stain. When the cushioning material was removed, there was an implant in a plastic bag. The surgeon considered that it was ok without sterilization and used it on the patient. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned tibial tray packaging components without the device confirmed the stained appearance of the packaging. However, no other evidence supported the idea of the packaging being heated that would result in the reported burnt condition. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : finished goods DHR 9445532: product code 150670007 work order (B)(4) was manufactured on 26 february 2020. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No non-conformance is associated with this lot. Casting DHR 9403048: (B)(4) parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. This scrap failure mode has no correlation with the complaint failure mode. No reprocessing associated with this lot. No non conformances associated with this lot. Casting DHR 9403049: (B)(4) parts were manufactured per specification and all raw materials met specification. 2 scrap part associated with this lot. This scrap failure mode has no correlation with the complaint failure mode. No reprocessing associated with this lot. No non-conformances associated with this lot. H10 additional narrative:  added: d9; corrected: h3.